Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion was 99% stenosed and moderately tortuous in the mid right coronary artery (rca). The physician attempted to implant taxus express2 2.75 x 32 mm drug eluting stent with direct stenting. The stent delivery sys (sds) was unable to cross the lesion. The stent caught on another MFR's guiding catheter while the physician withdrew the sds. The procedure was completed with another of the same device. Pt status is good. However, the returned prod revealed that there was stent damage.

Manufacturer narrative:
The device was returned for analysis and initial visual examination of the returned device revealed proximal stent damage. Some of the struts were misaligned. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. No kinks or damage was found on the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.014 inch prod mandrel was inserted through the lumen with no restrictions noted. The mfg records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.